Event description:
It was reported that the patient had a faulty backup controller ebb that kept alarming despite clock being set and rest, and re-seating the ebb and attempting to charge it.

Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of a backup battery fault alarm and the driveline disconnect and red heart alarms upon start up were confirmed via product testing of the returned backup battery. The system controller (serial number: (B)(4)) was not returned for analysis; however, the 11v backup battery (serial number: (B)(4)) was returned for analysis. No log file was submitted for review. The battery was functionally tested and did not pass. The backup battery was installed in a test system controller and operated in a mock circulatory loop and a driveline disconnect and red heart alarm were active upon startup. The controller was disconnected from external power and the battery did not support the pump. The backup battery was fully charged and stripped to expose the pcb. Circuit analysis performed on the battery revealed a shorted component. The root cause of the reported event could not be conclusively determined through this analysis. A manufacturing analysis task was opened to further investigate the shorted pcb component. A specific cause for the issue with the component was not determined. The supplier of this component has been notified of the issue. The device history records were reviewed for the system controller (serial number: (B)(4)) was found to pass all manufacturing and qa specifications before being shipped to the customer on 11-may-2015 via customer order number (B)(4). The device history records for the emergency backup battery (serial number: (B)(4)) were unable to be viewed due to the manufacturer not storing the records. Heartmate ii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the backup battery is properly installed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a faulty backup controller ebb that kept alarming despite clock being set and rest, and re-seating the ebb and attempting to charge it.

Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of a backup battery fault alarm and the driveline disconnect and red heart alarms upon start up were confirmed via product testing of the returned backup battery. The system controller (serial number: (B)(4)) was not returned for analysis; however, the 11v backup battery (serial number: (B)(4)) was returned for analysis. No log file was submitted for review. The battery was functionally tested and did not pass. The backup battery was installed in a test system controller and operated in a mock circulatory loop and a driveline disconnect and red heart alarm were active upon startup. The controller was disconnected from external power and the battery did not support the pump. The backup battery was fully charged and stripped to expose the pcb. Circuit analysis performed on the battery revealed a shorted component. The root cause of the reported event could not be conclusively determined through this analysis. A manufacturing analysis task was opened to further investigate the shorted pcb component. A specific cause for the issue with the component was not determined. The supplier of this component has been notified of the issue. The device history records were reviewed for the system controller (serial number: (B)(4)) was found to pass all manufacturing and qa specifications before being shipped to the customer on 11-may-2015 via customer order number (B)(4). The device history records for the emergency backup battery (serial number: (B)(4)) were unable to be viewed due to the manufacturer not storing the records. Heartmate ii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the backup battery is properly installed. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.